Manufacturer narrative:
It was reported that after flushing the device during prep, the physician was unable to withdraw the angioguard into the deployment sheath. There were no kinks observed. The product was not clinically used. There was no reported patient injury. The returned product was confirmed for a damaged filter basket membrane and struts with bends and kinks in the guidewire. Per lake region file no. C4283: as received, the specimen does not present any obvious indications of manufacturing defect or anomaly. Except where noted, the specimen device and sheath appear visually and dimensionally correct. The deployment/delivery and capture/recovery sheaths present no other defects or anomalies. Note, accurate measurement of the distal region dimensions of the deployment sheath is suspect, as the ldpe material (like the rest of the returned specimen device) has been subjected to decontamination. The embolic capture guidewire (ecgw) device does present bends/kinks located 0.5 to 0.75cm, 5.35cm, 25.1 to 148.3cm, and 155.7 to 176.3cm from the distal tip. This bend/kink damage is not addressed in the complaint documentation; as such, cause and timing of the bend/kink damage cannot be determined without further information. However, it is likely that the kink at 5.35cm from the distal tip and the bends located 155.7 to 176.3cm from the distal tip are associated with the documented difficulty in seating the filter. Dimension (dim) "a" of the introducer assembly measures 0.04375" (spec. 0.042+/-.005"), and dimension (dim) 'b" measures 0.03645" (spec. 0.036+/-.001"). It should be noted that there is no specification for the collapsed diameter of the ecgw filter assembly. When tested for function, the filter membrane seats within the large diameter of the deployment sheath with some overlap ("blousing") including a prolapse of the filter membrane. The prolapse of the membrane is a result of the membrane peeling distally along 5 of 8 strut wires. It was noted that there was notable resistance to movement through the dim "b" feature of the introducer assembly, even after flushing with saline; this and the damage to the filter membrane are most likely related. Review of the device history records does not indicate any manufacturing defects or anomalies. At least one of the filter strut wires exhibited kink damage following the functional testing. At this time, assignment of root cause for the reported event is speculative and inconclusive. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation. Based on the information available, it appears that the damage was caused by the operational context of the device and is not related to a product quality issue.

Event description:
After flushing the device, the physician was unable to withdraw the angioguard into the deployment sheath. There were no kinks observed. This happened during preparation; therefore, the product was not clinically used. The product will be returned. Upon completion of fal analysis, it was observed that the filter of the angioguard was torn from the filter basket membrane.